Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the unit is not working and giving tf 316-blower failure alarm. They have provided the logs. According to logs blower test screen, seems blower is faulty and not working of this unit. Blower temp high alarm 241 and blower temp too high was triggered 194 times on 13th and 14th jun. Temp of blower increased to 85 degree and unit was continuously running user didn¿t give any attention on these alarms. Finally blower got defective on 14-06-2024 09:40:31 and ventilator triggered alarm 316-blower failure.

Event description:
Additional information received indicates that the customer was able to send over logfiles for further investigation.

Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6, and h11: findings / root cause: lack of filter maintenance has caused the micronelu65h4 blower to fail.